Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) with low level high frequency noise suspected to be myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient symptoms.